Manufacturer narrative:
OEM manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in the cyto admin 4 line set c110 packaging before use. The following information was provided by the initial reporter: "c110 foreign matter before using, the nurse noticed a strand of hair in the packaging of the c110. Packaging was not opened and a complaint was submitted."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-19. H6: investigation summary the customer found a human hair inside the sterile sealed packaging of a codan cyto-ad z® inline/4 set. A sealed unused product was provided as sample. A dark hair with the length of about 7cm was detectable inside the packaging, near the sealing zone. The hair was cut in the middle, at the edge of the sealing area, and its two remained parts were stuck in between the foil and the paper. We confirm and accept the complaint as a hair contamination is a product fault due to human error. There is every indication that it is an isolated case. A device history review was conducted for lot number l70891-1.

Event description:
It was reported that foreign matter was found in the cyto admin 4 line set c110 packaging before use. The following information was provided by the initial reporter: "c110 foreign matter before using, the nurse noticed a strand of hair in the packaging of the c110. Packaging was not opened and a complaint was submitted."